Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that in the morning, while sleeping, the patient felt that her mouth was dry. Therefore, she woke up and measured her blood glucose level, which was high. She checked the pump and the infusion set when she saw that the infusion set's tubing was detached from the quick release part. No further information available.